Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd 2/5/2016: litigation received. Dor was provided. Litigation also alleges elevated metal ions. There is no new information that would change the existing invesigation.this complaint was updated on: 2/24/2016

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy synthes has been informed that the catalog number and lot number is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint - ligation alleges that patient has experienced pain, weakness and difficulty with simple daily living activities. Update 4/19/12 - plaintiff's preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update rec'd 9/30/2015 - patient was revised for painful hip and infection. Trunnionosis was present.